Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Catalog#: a complete catalog number is unknown as serial number was not provided. Expiration date: unknown, as serial number was not provided serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial number was not provided. If implanted; give date: exact date unknown; reported as (B)(6) 2019. If explanted; give date: not applicable as the lens remains implanted. Device manufacture date: unknown, as serial number was not provided. Device evaluation: the product testing could not be performed as the lens remains implanted. The reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: no sample was returned and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported that he has a patient who is experiencing starbursts and haloes post implant of an intraocular lens (iol) in (B)(6) 2019. The issue was noted during post operative examination. The doctor is planning to explant the lens; however, the lens remains implanted to date. No intervention was reported. No further information was provided.